Event description:
It was reported that a continu-flo solution set had ruptured at the junction of the chamber and the pumping equipment hose (tubing separated from chamber). This was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from march 2022. H10: the device was received for evaluation. A visual inspection revealed a disconnection between the tube and the chamber. The reported condition was verified. The cause of the condition was a manufacturing related issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.